Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible undersensed beats on stored electrograms (egm) which caused early termination of atrial tachycardia/ atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.